Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Report source: (B)(6). Multiple MDR reports were filed for this event, please see associated reports: liner: 0001825034-2019-00762.

Event description:
It was reported that the patient underwent initial hip arthroplasty and subsequently, the patient was revised 3 days later due to unknown reasons. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Reported event was confirmed by review of radiographs and medical records. X-rays revealed the femoral head does not appear to be seated within the acetabular cup with suggestion of mild anterior subluxation. Asymmetric position of the femoral head within the acetabular cup suggesting polyethylene wear. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent initial left hip arthroplasty and subsequently, the patient was revised three days later due to laxity and during surgery a hematoma was noted and removed. The head and liner were removed and replaced. No further event information available at the time of this report.

Event description:
It was reported that the patient underwent initial left hip arthroplasty and subsequently, the patient was revised three days later due to laxity. The head and liner were removed and replaced. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Concomitant medical products - part: 131358bm ringloc-x lot: 2466069 part: 162035bm bimetric stem lot: 1563154 part: ep-053658 ringloc-x liner lot: 2832691